Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic / abdominal') and neoplasm malignant ('other injuries / symptoms: cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test performed but date and result of confirm. Test: not provided. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: pelvic/abdominal") and menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)") and was found to have neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), bilateral oophorectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, neoplasm malignant, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia, neoplasm malignant and pelvic pain to be related to essure. The reporter commented: previously essure insertion date was given as (B)(6) 2011. Patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) and cancer. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: results not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- case becomes incident. Event injury nos was replaced with new events- pain: pelvic/abdominal, menorrhagia (heavy menstrual bleeding) and cancer were added. Explant date was added. Product indication was updated. Lab data were added. New reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal'), neoplasm malignant ('other injuries/symptoms: cancer') and abdominal adhesions ('adhesions') in an adult female patient who had essure (batch no. 802746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. Essure confirmation test performed but date and result of confirm. Test: not provided. Concurrent conditions included dysfunctional uterine bleeding, uterine leiomyoma, non-hodgkin's lymphoma, dysuria, urine odor foul, paratubal cyst and morbid obesity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal adhesions (seriousness criterion medically significant), abdominal pain ("pain: pelvic/abdominal"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping),") and was found to have neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), bilateral oophorectomy and bilateral salpingectomy and extensive enterolysis, extensive lysis of adhesions, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, neoplasm malignant, abdominal adhesions, abdominal pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, dysmenorrhoea, menorrhagia, neoplasm malignant, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously essure insertion date was given as (B)(6) 2011. Patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) and cancer. Left ostium looked dilated, encountered resistance. The right ostium had three proximal coils; right ostium with ten proximal coils. Both fallopian tubes have thin coiled metallic wire. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: results not provided. Pathology test - on (B)(6) 2017: uterus and bilateral fallopian tubes. Supracervical hysterectomy' and bilateral salpingo--oophorectomy.: - secretory phase endometrium. - adenomyosis and leiomyoma of myometrium. - unremarkable endocervix. - paratubal cysts.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs and mr received. Lot number added. New events: abnormal bleeding (vaginal), dysmenorrhea (cramping), adhesions were added. New reporters, concomitant and historical conditions were added. Lab data added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal'), neoplasm malignant ('other injuries/symptoms: cancer') and abdominal adhesions ('adhesions') in an adult female patient who had essure (batch no. 802746-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. Essure confirmation test performed but date and result of confirm. Test : not provided. Concurrent conditions included dysfunctional uterine bleeding, uterine leiomyoma, non-hodgkin's lymphoma, dysuria, urine odor foul, paratubal cyst and morbid obesity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal adhesions (seriousness criterion medically significant), abdominal pain ("pain: pelvic/abdominal"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping),") and was found to have neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), bilateral oopherectomy and bilateral salpingectomy and extensive enterolysis, extensive lysis of adhesions, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, neoplasm malignant, abdominal adhesions, abdominal pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, dysmenorrhoea, menorrhagia, neoplasm malignant, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously essure insertion date was given as 21-feb-2011. Patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) and cancer. Left ostium looked dilated, encountered resistance. The right ostium had three proximal coils; right ostium with ten proximal coils. Both fallopian tubes have thin coiled metallic wire. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: results not provided.. Pathology test - on (B)(6) 2017: uterus and bilateral fallopian tubes. Supracervical hysterectomy' and bilateral salpingo--oophorectomy.: - secretory phase endometrium. - adenomyosis and leiomyoma of myometrium. - unremarkable endocervix. - paratubal cysts.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia lot number reported (802746) is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal'), neoplasm malignant ('other injuries/symptoms: cancer') and abdominal adhesions ('adhesions') in an adult female patient who had essure (batch no. 802746 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. Essure confirmation test performed but date and result of confirm. Test : not provided. Concurrent conditions included dysfunctional uterine bleeding, uterine leiomyoma, non-hodgkin's lymphoma, dysuria, urine odor foul, paratubal cyst and morbid obesity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal adhesions (seriousness criterion medically significant), abdominal pain ("pain: pelvic/abdominal"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping),") and was found to have neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), bilateral oophorectomy and bilateral salpingectomy and extensive enterolysis, extensive lysis of adhesions, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, neoplasm malignant, abdominal adhesions, abdominal pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, dysmenorrhoea, menorrhagia, neoplasm malignant, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously essure insertion date was given as (B)(6) 2011. Patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) and cancer. Left ostium looked dilated, encountered resistance. The right ostium had three proximal coils; right ostium with ten proximal coils. Both fallopian tubes have thin coiled metallic wire. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: results not provided.. Pathology test - on (B)(6) 2017: uterus and bilateral fallopian tubes. Supracervical hysterectomy' and bilateral salpingo--oophorectomy.: - secretory phase endometrium. - adenomyosis and leiomyoma of myometrium. - unremarkable endocervix. - paratubal cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2019: ¿update of information (batch is not valid)¿. Not valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.